Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was over 500 mg/dl. Customer administered a manual injection to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.